Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
Customer reported fracture of abutment on (B)(6) 2026, dijxh617: wrote an email to the customer on the day I reported this on (B)(6) 2026, to ask if the implants is still intact. No reply as of today and have sent another email to follow up. Explant date is date of abutment loss.